Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer reported a black screen. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The customer declined service; no further investigation is needed. The unit was not in clinical use at the time of the event. This event is no longer reportable.